Event description:
Abc handpiece was found active/smoking on the field without any buttons/footpedals depressed. Upon further inspection, a burn was observed on the pt's abdomen and an injury to the exposed bowel was noted. The handpiece would not de-activate until it was unplugged from the generator. A new handpiece was opened on the field and it performed without issue.

Manufacturer narrative:
The user-facility did not release the product to conmed, so conmed sent a sales rep to do an evaluation on site at john muir health. He was unable to reproduce the reported event.